Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified and at this time it cannot be determined how the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was discarded. Additional event information has not been made available. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to have been discarded.

Event description:
It was reported that during an orif left foot navicular procedure, the surgeon was inserting an ar-8730-34h, 3.5 mini compression ft screw 34 mm length. Upon insertion, the last 8 mm of the screw broke. The remaining 26 mm of the screw was left in the navicular as it was across the fracture plane and reported to be secure. A second mini compression screw of the same part and lot number was opened and used to complete the case